Event description:
It was reported from canada that during an unspecified surgical procedure, it was discovered that the saw blade coupler jammed on the battery oscillator device. There was a 5 minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the turning knob was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.